Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow up report will be submitted when the investigation is complete.

Event description:
The customer stated a cell-dyn 1800 analyzer generated a discrepant hemoglobin result for one patient sample. The patient was initially drawn via finger stick generating an initial hemoglobin result of 8.2 g/dl. A venous sample was then drawn generating a hemoglobin result of 7.6 g/dl. There was no adverse impact to patient management reported.